Event description:
Sorin group (B)(4) received a report that during a procedure, the s3 double roller pump did not stop as intended. This resulted in air being pumped to the pt. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s3 double roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of the customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The pump was serviced and no problems were found with the pump. No product was returned to sorin group (B)(4) for evaluation. Without any product returned, the root cause of the issue could not be confirmed or determined. No further action is deemed necessary.